Event description:
The urimeter nozzle was leaking. The practitioner attempted to tighten it to stop the leak and was unsuccessful. The practitioner needed to change the system and a new foley catheter was reinserted. This is an ongoing issue and this is a non-temperature sensing catheter.